Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. The customer also reported a no delivery alarm which occurred, but this was resolved by repriming the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump functioned properly during the displacement test. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.